Event description:
It was reported that unit will not do self test. Screen is scrambled and discolored and was not readable. Problem was noticed on daily morning maintenance check. There was no patient involvement.

Manufacturer narrative:
Manufacturer's evaluation summary: welch allyn manufactured the device in october of 2004. It was returned to repair center because of screen being scrambled with vertical and horizontal lines on the screen. This was discovered by the user during daily maintenance without patient involvement. The screen information was not readable. The device was received in welch allyn repair center on february 2nd, 2007. The repair technician root caused the problem to a faulty tft lcd display. The display was replaced and the screen functioned properly, and the device passed the power-on self-test. Risk priority rating is high because the failure could cause injury or discomfort to the patient.